Event description:
The customer alleged a pt climbed out of the bed and the bed exit did not alarm. All siderails were up except for the right foot siderail. The pt was found on the floor 3 to 4 feet away from the right side of the bed.